Event description:
A malfunction alarm was reported. It is unclear whether the issue impacted the customer's blood glucose level, as they declined to provide this information. Technical support decided to replace the pump, confirmed the customer's shipping address, and provided instructions for transporting the defective pump back. The customer was informed about the pump replacement but chose not to disclose their backup insulin therapy plan.